Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received:the tavi procedure was completed using a 22f sheath. No additional information was provided.

Manufacturer narrative:
E1 - facility name: (B)(6). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery with a prostyle device using the pre-close technique via an 8f sheath prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture was not attached to the needle when the plunger was removed. The sutures of two new prostyle devices were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.